Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, high out-of-range pacing impedance measurements greater than 2,000 ohms, and pacing inhibition 11 days post implant. The lead was discovered to have perforated the heart wall. Surgical intervention was undertaken. The lead was explanted and replaced with a different lead same model. No additional adverse patient effects were reported. The product is not expected to be returned. If the product is returned, analysis will be performed, and this report will be updated at that time.